Manufacturer narrative:
The probable root cause is due to the console converting to a golden image of the software.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called technical support engineer (tse) and reported during robot set up they had an error message not connected to the arms, and surgeon console was not connected. The logs or system setup was not available during the call as the system was showing not connected to onsite. The tse recommended performing a hard reboot on the system. The customer informed they were doing a laparoscopic portion of the case at the time of the call and had to wait a minute to perform the hard reboot. The customer performed a hard reboot on the system, and it powered on and had another error 297. The tower was on, but the surgeon side console (ssc) and patient side cart (psc) had errors. The customer hit the restart button on the touchscreen to reboot the system and when it powered back on it had errors 31089. The tse recommended moving the blue fiber cable to the other port on the ssc and to the open port at the vision side cart (vsc). The customer moved the blue fiber cable to the other ports at the ssc and vsc and hit the retry button. The system rebooted and when it powered back on it had an error 41070 and the ssc was still not connected. The customer powered down the system and did a hard reboot on the ssc. The customer powered the system back on and when it powered back on and the error 297 was observed and the robot arms were orange, but the ssc was connected. It was stated the blue fiber cable led was lit up at the back of the vsc but not at the back of the ssc. The procedure was converted to laparoscopic surgery and completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure and the surgeon converted to laparoscopic surgery with no additional ports placed or injury to patient. The field service engineer (fse) updated the system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse programmed the console. The fse also confirmed onsite, hub and simulator are working properly. The system passed all required tests. The system is now working properly. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 297 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state.